Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. Potential factors for difficulty deploying the stent due to thumbwheel resistance include, but are not limited to, anatomical conditions, use of an undersized diameter guide wire or deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a tibial artery for segmental occlusions along the entire length, with distal opacification by the collaterals. The 5x100mm absolute pro self-expanding stent system (sess) was advanced to the lesion without issue; however, during deployment, after the tip of the stent was exposed, the thumbwheel stuck and the stent could not be deployed further. The stent was not implanted and the delivery system was removed under fluoroscopy with no complications. There were no adverse patient effects and no clinically significant delay in the procedure. Another absolute pro stent was used to successfully complete the procedure. No additional information was provided.